Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer woke up to an auto-off safety alarm. Customer confirm that there was no interaction with the pump prior to the alarm. Tandem technical support educated the customer on the auto-off safety alarm. Blood glucose was 213 mg/dl.